Event description:
On (B)(6) 2016 a patient underwent a revision surgery to for an eos replacements. During the surgery it was noted that the patient also had a lead discontinuity. It was reported that high impedance was seen in pre-op prior to surgery. A lead break was then visualized during the surgery once the lead was removed. The explanted devices were discarded after surgery and are not available for return.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data, supplemental MDR #2 inadvertently reported incorrect date of diagnostics.

Event description:
Follow-up showed that it is unknown if any trauma or manipulation may have occurred that contributed to the lead break.

Manufacturer narrative:
Corrected data, supplemental MDR #1 inadvertently listed incorrect date for diagnostics.